Manufacturer narrative:
One pacing catheter with attached monoject 1.3 cc limited volume syringe and detached non-edwards 6f introducer was returned for evaluation. As received, the catheter body was tied by a string around the 40 cm marker. The balloon was found to be ruptured around the circumference at the central area of the latex and the ruptured edge was not able to match up. No visible damage to the catheter body, windings, or returned syringe was found. Blood was observed at the catheter tip, balloon, windings, and syringe tip. Visual examinations were performed under microscope at 20x magnification and with the unaided eyes. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. The complaint was confirmed. Although the cause of the damage could not be determined, review of the available information suggests that device handling during the event may have caused the damage found during evaluation.

Event description:
It was reported that the balloon was ruptured during use in the ICU due to the patient forcibly pulling the inserted catheter from near the balloon inflation syringe. It is unknown how much of the catheter was pulled out. It is also unknown whether the plunger was pushed by the patient, or if the gate valve was not closed at the time of the event. There were no patient complications reported. Additionally, it was reported that the patient recovered and was discharged from the hospital and that the length of hospitalization was not extended due to the problem